Event description:
This procedure was performed in a foreign country. The visi-pro was supposed to be placed in the left iliac, which had a very high and highly calcified stenosis. Then length was approximately 1.5cm. The physician performed a pta with a 7mm balloon prior to the implantation of the stent, but even after the pta there was still heavy calcified plaque. After pta the visi-pro was implanted. The stent was securely in place and caused no further problems, but the ruptured balloon in the visi-pro and could not be brought back out of the stent. The physician pulled the whole device very hard out of the patient. The distal balloon part was separated from the device and could not be caught again. After several attempts using a snare, the physician stopped the procedure and suggested surgery to remove the balloon parts. He said that probably a very hard plaque caused the balloon rupture. The patient underwent vascular surgery and the distal tip was removed from the body. A small nydex-piece without any radiopaque marker could not be removed, but did not cause any further problems to the patient.